Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: upon receipt, the catheter was visually inspected, and it was found with reddish brown material under pebax, a hole on it and internal parts exposed. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken from que cut to the solder joint creating the temperature issue. A manufacturing record evaluation was performed for the finished device 30313677l number, and no internal action related to the reported complaint condition were identified. The customer issue regarding temperature failure has been verified. This temperature issue does not represent any patient safety impact since the device is unable to deliver rf energy to ablate. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an unspecified ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with the internal parts exposed and reddish-brown material inside. During the procedure, the temperature display was not functioning properly. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The non-functional temperature display is not an MDR-reportable issue. The hole in the pebax is an MDR-reportable issue.